Event description:
It was reported that during a pulse generator changeout, the ventricular lead exhibited a sensing anomaly. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.